Manufacturer narrative:
This is the second of the two medwatches associated with this event. Two devices were associated with this event. Due diligence was executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a repair reduction evaluation appointment, it was observed during reprocessing that the reprocessing room did not have a suction machine and aspirating detergent during manual cleaning is not performed. There is no reported harm or adverse impact to any patient. There is another device associated with this event.

Manufacturer narrative:
The device is not returned, as such an actual device evaluation is not performed. Evaluation is done by historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that the device was shipped in accordance with specifications. The device does not have repair history. Endoscopy support specialist (ess) visited the user facility and confirmed that the process of reprocessing was wrong. The user did not have a suction machine in the reprocessing room and aspirating detergent during manual cleaning is not performed. Performance of reprocessing on the device is secured by conducting appropriate reprocessing. The user should be reprocessing in accordance with the instructions for use.